Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a (left) 325cc mentor memorygel breast implant and a (right) 350cc mentor memorygel breast implant, suffered bilateral capsular contracture; baker grade ii, post-procedure. The capsular contracture has been going on a year after the patient's implantation surgery and was reported to be severe on the left side, little on the right side but both as baker grade ii and harder than usual. As a result, the patient was scheduled for capsulectomy and implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.